Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was rotating independently of the metal cap indicating a glue failure. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber cap/tip break as analysis did not identify breaks along the fiber body and fiber cap.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip fell off due to heat buildup. This happened several times. It was noted that the physician did ensure the distance from the fiber to the tissue was approximately 2mm. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip fell off due to heat buildup. This happened several times. It was noted that the physician did ensure the distance from the fiber to the tissue was approximately 2mm. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.